Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hsce relay service exhibited an issue and the dispensing item was not appearing on the customer connect. The technical support specialist (tss) identified that the synchronization issue was affecting the customer connect. Tss confirmed that the system was syncing and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, hsce relay service issue was reported. Dispense item did not appear on rx connect. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.